Event description:
It was reported that the lens was cut out and removed from the patient's right eye because the leading haptic was torn from the optic causing difficulty centering the lens. The incision was enlarged. Another lens was implanted. The prognosis for the patient is excellent and visual acuity is 20/25. The inserter that was used during this event is reported under 1119279-2014-00023.

Manufacturer narrative:
The device was returned for evaluation. Investigation is underway. A supplemental report will be submitted upon completion of the investigation.